Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t505-29h tissue valve, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient had a mammogram and noted beeping when they got home. An alert showed that the right ventricular (rv) coil impedance went above the normal threshold. It was noted that there had been some moderate increase in impedance since the lead was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.